Event description:
On (B)(6) 2011, an ams mesh device was implanted. The device was not identified. It was reported that the patient experienced mesh erosion and pain. The device was then explanted on (B)(6) 2012.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.